Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged from 400 mg/dl to 600 mg/dl with ketones. The bg level was addressed with a manual injection. Reportedly, the supplies were changed to address the occlusions and insulin delivery was resumed.